Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 00/22/2022. DHR investigation did not show issues related to complaint.

Event description:
The report states, "the staple jamming". This occurred while in use on a patient. The issue was resolved by switching to a new stapler. No patient harm or injury.